Manufacturer narrative:
The evaluation is currently underway. A follow-up report will be initiated when the evaluation is complete.

Event description:
Under-infusion. Stopping in the middle of infusing sentanyl. Patient is ok. Rate was 5ml/hr. Volume remaining in infusion was 64.8 ml. Another pump was set up to complete the infusion. No other information is available at this time.